Event description:
It was reported that the patient was experiencing popping and snapping of the knee. A revision surgery was performed to correct.

Manufacturer narrative:
.

Manufacturer narrative:
The returned journey uni tibial base and insert and deuce femoral were examined visually and microscopically. The purpose of this investigation was to examine the returned components. The tibial base had no remarkable features on the superior surface and bone cement was attached to the inferior surface. The tibial insert articulating and inferior surfaces had signs of burnishing and abrasive wear. The burnishing was due to normal articulation of the metal components against the polyethylene insert. The deuce femoral component had scratches on the sides and condyle that likely occurred during removal process and bone cement was attached to the fixation surface. The returned components had no features that may explain the issue reported by the patient. The abrasive wear on the insert indicates debris was present in the joint. There were no material or manufacturing defects seen.